Manufacturer narrative:
The reported event is a valve in valve procedure. The device remains implanted and the clinical observation can not be conclusively confirmed. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this bioprosthetic valve, implanted five (5) years, exhibited significant aortic stenosis, thickened cusps, mild central aortic regurgitation and systolic gradient of 536cm/sec. Valve was replaced by valve in valve sapien 9000tfx 23a. Patient tolerated procedure well with hemodynamics stable.